Manufacturer narrative:
Patient information was unavailable. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states. The issue was resolved by replacing the damaged part. The replaced part was not sent back to the manufacturer for further analysis.

Event description:
A medtronic representative reported that the quick release base was damaged. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
Correction: device manufacture date was inadvertently left off of initial MDR and now provided. The quick release base was returned to the manufacturer for analysis. Investigation found that the base was returned with a pin stuck in it. Removing the quick release screw did not free the pin. The two links have seized inside the base not allowing the pin to release. The hardware investigation found that reported event was related to a mechanical failure mode; sub-root cause was malfunction-locked up.